Event description:
A director of surgical services reported a case of corneal haze, observed on the patient's left eye at five months post photo refractive keratectomy (prk) treatment per co-managing doctors office. Reported indicated the patient was referred back to laser site office for a photo therapeutic keratectomy (ptk) of the left eye with another manufacturers laser. Reporter relayed patient was more compliant with post operative medications and follow ups after having the photo therapeutic keratectomy (ptk) treatment compared to the original prk treatment. Cornea is reported as clear.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).